Event description:
A (B)(6) male pt with large secundum asd presented for percutaneous closure in the interventral radiology department. Once the procedure was completed the pt went into ventricular tachycardia requiring shock x 1 after which the pt returned to normal sinus rhythm. Fluoroscopy at that time demonstrated that the closure device had migrated superior to the pulmonic valve. Multiple unsuccessful attempts to retrieve the device. Finally the device was snared and withdrawn. However, this resulted in a larger atrial septal defect and new onset severe tricuspid regurgitation which required surgical intervention.